Event description:
It was reported that a power source alert 07 occurred and subsequently, the pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was using a backup insulin pump to ensure a continuous insulin supply. Instructions were provided on how to put the pump into storage mode before returning it with a pre-paid label within 10 days, and the customer understood and acknowledged the instructions.